Manufacturer narrative:
Results: a sample was not returned for evaluation. Fifty retain samples were checked visually and no appearance defect such as damage or molding defect was found. Thirteen samples were connected to bd single use holder and 10 bd blood tubes were inserted to sample water. They could sample water normally without side-pierced rubber sleeve, rubber sleeve recovery defect, leakage or any other abnormality. Silicone amount on the fg-la of 8 sets were measured and all were within standards. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5e3091. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was blood "constantly dripping" from the "hooking and the tubes" of the 23 g x 0.75 in needle x 12 in tubing bd safety-lok¿ blood collection. No injury or medical intervention reported.